Event description:
Reported as "significant wt loss-port separation from band tubing"

Event description:
Reported as "significant wt loss - port seperation from banding tubng". Follow up findings: additional "balloon leak documented on test" with replacement of lap band.